Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported by the patent that the pod's cannula deployed early indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
The device was received fully deployed with an expected number of pulses in the priming sequences. The pod delivered 57 pulses and was deactivated at the end of the second priming sequence. No damages or defects that would contribute to the needle mechanism deploying early were observed. The pod was reset and redeployed without issue. Due to the time of needle deployment being unknown, the cause of the reported event could not be determined.